Event description:
It was reported that following an operation for an inguinal hernia with the installation of the right mesh, the patient experienced pain described as burning, pinching and heaviness in the testicles, which bordered on discomfort. The patient was exhausted by the continuity of pain and reported restriction in carrying loads at work, initially limited to 10 kg and then reduced to 6 kg due to pain. The pain occurred at any time of the day or night, regardless of effort or position.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.